Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) as of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Complaints related to this product are to be handled by arjo hospital (B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (maxi move) and the sling was being used for patient handling at the time of the event. No malfunction could be found on the maxi move lift and no malfunctions were indicated on the sling that could have caused or contributed to the event. Therefore, the lift and the sling which work as a system were found to have been to specification when the event took place. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the maxi move was not correctly positioned above the bed. This would mean that the hanger bar was not positioned over the center of the bed. In such a situation to bring the patient over the center of the bed the caregiver may have decided to pull the patient into place which can destablize the lift. It appears more likely that the person in the sling was vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. It appears more likely that the training provided for the facility staff involved was insufficient. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities. (B)(4).

Event description:
Arjohuntleigh was informed about an incident where it was indicated that the maxi move lift tipped over during the patient's transfer in sling from the wheelchair to the bed. The lift seemed to have tipped over to the left and hit the caregiver's head. The resident fell to the floor and the resident's leg was pinned between the leg and the lift. Both the resident and the caregiver were sent to emergency room. The caregiver was reported to have a non-serious superficial hematoma to the side of the head. The patient had no injuries. No treatment was required for the hematoma.